Manufacturer narrative:
The device was received for evaluation. A visual inspection with the unaided eye was performed with no issues observed. Functional testing was performed using tap water and a leak was identified at port 2, spike port bonding area of the sample, the reported condition was verified. The cause of the condition could not be determined, however, a potential cause would be due to an inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked near the injection port. This was discovered during delivery of the product to the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.